Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering investigation. The 29mm sapien m3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A 2-year follow up core lab (tte) imaging was provided and revealed a mitral peak gradient of 15.5mmhg, mean gradient of 6.9mmhg, a mitral valve eoa 1.7cm2 with no mitral regurgitation. There was no mitral valve tear and the leaflet mobility and leaflet thickening was abnormal. There was no prosthetic pannus formation present. Per clinical, the lateral most thv leaflet is thickened and hypomobile. There is very small associated mobile echo density. These abnormalities likely represent leaflet thrombosis versus early valve degeneration. The remaining leaflets are less well visualized. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed no other similar reported events relating to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sapien m3 system IFU was reviewed for instructions and guidance. Potential adverse events are listed in the IFU and valve thrombosis is noted. No IFU or training deficiencies were identified. The complaint for valve degeneration, deterioration was confirmed based on medical record. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported '4 years and 3 post months post tmvr, revealed reduced ejection fraction as 30-35% with two of the three prosthetic valve leaflets significantly thickened, severe mitral stenosis, and trivial paravalvular mitral regurgitation'. Additionally, per the corelab report on 2-year follow up, there was leaflet thickening and reduced leaflet motion. There was also an indication of mobile echo density which could represent thrombosis or early valve degeneration. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening reduced leaflet motion. Additionally, per medical record, the patient had diabetes mellitus (dm). The dm is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. In this case, available information suggests that patient factors (diabetes, thrombosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based on medical record clinical review. The following sections of this report have been updated: section h6 (clinical code and device code) and h10 (narrative data). Upon review of medical records, an echo (tee) performed approximately 4 years and 3 months revealed a 29mm sapien m3 transcatheter mitral valve prosthesis is well visualized and appears well seated. Two of the three prosthetic mitral valve leaflets are significantly thickened with reduced excursion (fixed in place). The sm3 is severely stenosed with a peak gradient 23.5mmhg and mean gradient of 12mmhg and a mitral valve area (mva) (vti) of 0.69 cm2 with trivial pvl and no evidence of transvalvular regurgitation. The patient is being evaluated for premature failure of her bioprosthetic tmvr with severe stenosis. Patient is symptomatic with dyspnea of exertion. Plan is for valve-in-valve (viv) tmvr. In addition, the patient's sm3 valve is failing prematurely and exhibiting stenosis, leaflet thickening, and leaflet motion restriction. Although the valve is less than 5 years old, per medical opinion, these failures constitute early degeneration.

Manufacturer narrative:
The investigation is ongoing. This device is not sold or marketed in the us; however, is deemed similar to the edwards sapien 3 valve, 29mm (9600tfx29). Similar device reporting under 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. H3 other text : vavle remains implanted in patient.

Event description:
As reported through the sm3 clinical study, an echo (tee) performed at 4 years and 3 post months post successful implant of a 29mm sapien m3 valve in the mitral position, revealed reduced ejection fraction as 30-35% with two of the three prosthetic valve leaflets significantly thickened, severe mitral stenosis, and trivial paravalvular mitral regurgitation. A tmvr valve-in-valve is planned in the near future. At 1-year follow up visit, the patient reported feeling 'significantly improved' and without any symptoms of chest pain, shortness of breath, pno or orthopnea. At the 2-year follow-up visit, the sapien m3 valve appeared to be well seated in the mitral position and functioning normally. The peak and mean gradients were measured as 13mmhg and 7mmhg, with no evidence of transvalvular or paravalvular regurgitation. At the time of the 2-year follow up, there was no indications that there will be any other interventions planned until the patient is due for their 3-year sm3 study follow-up visit and echo.